Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy pads. There was no alleged device malfunction contributing to the irritation. Patient followed up with physician regarding skin irritation. The physician prescribed the patient, triamcinolone. Follow up indicated that the cream is helping with the skin irritation.